Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st on (B)(6) 2021 and (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2021 ¿ patient was diagnosed with incisional hernia thereby underwent robotic assisted laparoscopic repair with implant of ventralight st using echo ps (device #1). Per operative notes, ¿the hernia defect was noted and ventralight st using echo ps (device #1) was placed in the abdominal wall and sutured.¿ (B)(6) 2021 - patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted laparoscopic repair with implant of ventralight st using echo ps (device #2). Per operative notes, ¿adhesions above old mesh (device #1) was removed. Two new hernia defects were noted and repaired with ventralight st using echo ps (device #2) and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided and to correct brand name. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2020) is considered to be a best estimate. This emdr represents the bard/davol ventralight st w/ echo (device #1). An additional emdr was submitted to represent the bard/davol ventralight st w/ echo (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.